Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device was displaying a low flow. The complainant stated that the pads had been changed out, but it did not resolve the issue. Per troubleshooting with ms&s, the pads were disconnected and reconnected. The flow rate displayed 0l/min. The complainant was advised to take off the fluid delivery line and run a diagnostics. The flow rate with the complainant holding her finger on the port was 1.7-1.9l/min. The pads were reconnected one by one, and the flow increased to 1.5-1.6l/min. Per follow up with nurse robert via phone on 10oct2018, the device was swapped and tagged for biomed. He stated that the patient was continuing therapy on the second device without any issue. Per additional information received via phone with biomed kyle on 11oct2018, he determined the device was functioning within specification. He stated that, during evaluation, the device did not have low flow and had good inlet pressure with a circulation pump command of under 70%. He stated that the device had more than 2300 pump hours but was working well. The device was returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the device was displaying a low flow. The complainant stated that the pads had been changed out, but it did not resolve the issue. Per troubleshooting with ms&s, the pads were disconnected and reconnected. The flow rate displayed 0l/min. The complainant was advised to take off the fluid delivery line and run a diagnostics. The flow rate with the complainant holding her finger on the port was 1.7-1.9l/min. The pads were reconnected one by one, and the flow increased to 1.5-1.6l/min. Per follow up with nurse (B)(6) via phone on (B)(6) 2018, the device was swapped and tagged for biomed. He stated that the patient was continuing therapy on the second device without any issue. Per additional information received via phone with biomed (B)(6) on (B)(6) 2018, he determined the device was functioning within specification. He stated that, during evaluation, the device did not have low flow and had good inlet pressure with a circulation pump command of under 70%. He stated that the device had more than 2300 pump hours but was working well. The device was returned to service.